Manufacturer narrative:
D9. The recharger was returned for analysis on 2023-sep-20. Continuation of d10: product ID 97755-s; serial# (B)(6); product type recharger; UDI#: (B)(4). H3. Analysis of the recharger found non-conformance's. The recharger cable was cut. The recharge antenna failed due to getting hot after running it at the cut on cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding their external devices. The reason for call was starting yesterday when the patient attempted to recharge their implant (ins) battery they kept getting the message system problem rm03. Patient reset the controller but that did not resolve the issue. Patient noted it took them all day yesterday to recharge the implant battery because the message kept coming up. The pt noted that it seemed like the ins battery lost its charge kind of fast over night because they charged the ins battery to 90% and by the time they woke up the implant was down to 50%. During call when pt examined the recharger pt said there was a small part on the cord that had a cut in it almost so they tapped the cord up. The issue was not resolved. Patient also noted like a week ago the pt noticed the pouch to hold the controller was damaged for the medal clip was coming through the fabric. The issue was not resolved. An email was sent to the repair department to replace the recharger (rtm) and pouch.